Event description:
The user facility reported a 47 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a leak from the sidearm reservoir. A purge bypass was performed. There was no product returned or other details provided. There was no patient harm reported. This occurred after 1 month of support, and after the bypass was performed the impella support continued for 2 more months.

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. However, the clinical report has been reviewed. The root cause of the purge leak was unable to be determined because the product was not returned so the location of the leak could not be identified. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.